Event description:
A surgeon reported via (B)(4) on (B)(6) 2015, that while in a procedure on (B)(6) 2015, a temporal lobe epilepsy patient had a post-ablation complication. No further details were provided. The surgeon completed the procedure with the use of the thermal therapy system. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's visualase thermal therapy system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Patient information was not made available from the site. Device manufacturing date is unavailable. On 2015 a medtronic representative, following-up, received this response from the reporting surgeon: the patient condition was non-lesional hippocampal epilepsy. Issue occurred on (B)(4) 2015. Patient condition was non-lesional hippocampal epilepsy. Post-op condition (honymous hemianopsia) presented 4 hours after surgery. To my knowledge there were no intraoperative indications in the software that there was an issue, though it was my first procedure and thus there may have been some subtle indication that I was not aware of. The ablation region seemed a bit larger than the damage estimate. I have not quantitatively evaluated this. I don't believe there were any areas of tissue which were unintentionally ablated. At last follow-up, patient was still experiencing the field cut in her vision. I will continue to follow her closely. No parts have been returned to manufacturer for analysis. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's visualase thermal therapy system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). Per the reported event, the system was fully functional during the surgery. The complaint was unable to be confirmed. The most likely cause of the reported event was operator technique.